Manufacturer narrative:
An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The gehc internal field modification number is (B)(4). No report of patient involvement. Incident date: unavailable at time of MDR filing. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported potential for elevated levels of fico2. There was no report of patient involvement.